Manufacturer narrative:
It was reported the switch shocked the user. Upon examination, we discovered that the switch casing had been cracked which might have caused a shock to the user but no evidence of burn marks. At our request, the manufacturer of the switch has enacted several CAPA projects to improved the quality of the switch. The occurence of the board component failure has dropped significantly in the past 12 months.

Event description:
Customer reported the switch casing cracked and they received a shock.